Event description:
It was reported that the user experienced a hypoglycemic event after doing yard work, attributed to increased activity, and managed it by consuming food, with glucose recovering promptly; the healthcare provider reviewed strategies to prevent recurrence and provided education on activity-related glucose management. Symptoms included low blood glucose. Outcomes included resolution of the episode without hospitalization. Investigation included user interview and counseling by the healthcare provider regarding prevention and corrective actions. Investigation of this case revealed no device malfunction reported and user-related factors, specifically unplanned physical exertion, were implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with activity-related hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.